Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a reservoir was used. During use, when applying negative pressure, it could not be applied. Another reservoir was used with no problem. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint#: (B)(4). Sent to the FDA: 08/21/2019. Additional information: device manufacture date. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.